Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One cxi support catheter was returned for evaluation. During inspection it was noted that the shaft is separated into two pieces. One of the two sections is located in the hub. The shaft is 92.3 cm. The proximal end of the shaft is frayed. The strain relief is attached tightly to the hub. The section located inside the hub is 1.1 cm. In the devices used returned condition, the length was measured and noted out of specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. There is no evidence the product was damaged upon opening. Cxi catheters are inspected 100% in quality control. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Event description:
A cxi support catheter was being used in an endovenous treatment against a cto lesion in the popliteal artery, performed by contralateral crossover approach from femoral artery. It was reported that, while backed up with the support catheter, a wire guide was advanced to the lesion and an attempt to pass through the lesion was made. However, torque became impossible to transmit to the wire guide on the way. Therefore, the devices were retrieved out of the body and the catheter was observed to be kinked. Additional questions were asked regarding the reported malfunction and it was initially not reportable. Upon receiving the device for investigation, however, it was observed that the device had separated at the hub. When additional questions were asked, the user facility reported that the "separation of the hub from the catheter shaft did not occur during retrieval, but in fact, occurred when the physician was checking the kinked catheter after he withdrew it out of the patient. And therefore, the physician did not regard it as device nonconformity. Thus, the separation was not reported to us initially." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.